Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, information provided was sufficient to determine a root cause. A clot was visualized under echo upon arrival to cvicu. Due to clot formation around the cannula the impella was unable to provide maximum support. The root cause of the reported issue was biomaterial. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there were lower than expected flows and a clot was noted. It was reported that flows were beginning to drop and suction alarms were occurring above p4. The patient had reduced cardiac function resulting in 2 minutes of CPR, bolus of epi and 1 amp of bicarb. Return of spontaneous circulation was achieved. The physician did not want to replace the pump due to the patient's overall status at the time. Plans were to potentially replace the pump in the early am if patient stabilized hemodynamically. Despite the impella providing 2/lmin, the patient¿s labs declined overnight. The patient¿s family withdraw care and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).